Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a hcp regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient is needing MRI but they cannot connect to the ins. Caller states the patient said they have not recharged the ins in about a year but they believe they are recharging the ins now because the recharger is flashing green and the recharger battery is full. Agent walked caller through attempting to connect with the recharger app, caller reported the not found message. Agent walked caller through resetting the recharger multiple times and scanning the qr code to pair. Caller still reported not found message. Agent then walked caller through restarting the handset, turning airplane mode on and then off and resetting the recharger again but caller reported not found message. Agent walked caller through attempting to connect with the my stim app and caller reported not found message after being prompted to scan the qr code on the communicator. Caller confirmed the battery light is green on the communicator but there is no bluetooth light on. Agent walked caller through resetting the communicator. Caller confirmed the bluetooth light is now on and say the set up link message after attempting to connect again through the my stim app but then reported the device not found message. The issue was not resolved through troubleshooting. Additional information was received, it was reported that the cause of the issue was that it did not treat the patient's pain. The patient had it removed and the issue was resolved.